Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 2 of 2 for the second product reported and is linked to mfg report number 3006697299-2026-00044: a facility reported that the cusa clarity 36khz curved extended microtip¿ (c7415s) was used in an endoscopic intracranial tumor resection with cusa console c7000 and cusa handpiece c7036. However, after 5 minutes of use the device broke (setting of the device when it happened: amplitude 80, tissue select 0, aspiration 70, irrigation 3). A second product was used but also broke after 10 minutes of use. The maxillary sinus and root of the tip were touching and that may have put a strain on the product. A third product was used to complete the surgery, and a CT scan was taken to ensure that no parts were left in the patient. There was no surgical delay or injury to the patient.